Event description:
It was reported that the lead integrity alert (lia) was triggered and the right ventricular (rv) lead exhibited high impedance, oversensing with noise on the rv channel and a suspected lead fracture. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the right ventricular (rv) lead integrity alert was triggered. It was noted that beginning 2015 (B)(6), the rv sic were up to 42 and ventricular tachycardia non-sustained (vt-ns) episodes were observed with evidence of lead noise oversensing. It was also noted on 2015 (B)(6), the rv pacing impedance spiked to 1463 ohms up from a trend in the 400-500 ohm range and the rv lead integrity warning occurred on 2015 (B)(6) for 2 or more high rate nst episodes and rv lead impedance variation in last 60 days.